Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead had high thresholds and increasing impedance. It was further reported that there was a myocardial perforation. The lead was removed. No further patient complications have been reported as a result of this event. It was reported that the lead had high thresholds, increasing impedance and r-wave decrement. It was further reported that there was a myocardial perforation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.